Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause of the lamp failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, a lamp error occurred on the otv-si. The otv-si was returned to olympus service operation repair center (sorc). Sorc checked the otv-si and there was no abnormality of the otv-si. Sorc found that the lamp b (md-151) of the otv-si was broken. Lamp b did not lit. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.